Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic due to the patient notifier alert for the lead impedance being out of range. The atrial lead exhibited high impedance. No medical intervention was performed. The patient was in stable condition post event and would continue to monitored normally.

Event description:
New information on (B)(6) 2016 stated that the lead was capped during an unrelated procedure. The patient was in stable condition prior, during, and post operation.

Event description:
New information on 12/2/2016 stated that the lead was capped. No further information was available.